Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was hospitalized multiple times. Reportedly, the suspected cause of the hospitalization was due to "pump issues with delivering insulin". The healthcare provider was unwilling to provide details regarding hospitalization during the report and declined consent for the customer to be contacted.